Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device stopped ventilating while in patient use on the lap top ventilator 1200. The customer reported the patient was removed from the ventilator and respiratory therapist began to manual resuscitate ( bag ) the patient. The customer reported there was no patient harm associated with the reported event.